Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10mm x 3.50mm flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. There were no fragments left inside the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and when positive pressure was applied liquid was observed to be leaking from a balloon pinhole approximately 9mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. Visual and microscopic examination observed no damage to the tip or blades and all blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device and no other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the balloon ruptured inside the patient. The patient's condition after the procedure was noted to be good.